Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any issues noted in regard to device performance during procedure? No. The surgeon didn¿t mention any issues at the time of the procedure. Everything went according to plan at the time of the procedure.

Event description:
It was reported that the doctor performed an esophagectomy last week and the patient has presented with a leak at the esophagogastrostomy. This was noticed as a discharge from the neck incision. The patient is being managed medically, as well as having a drain placed percutaneously. It was not known if the leak was attributable to the stapler. These are all the details known/available for this event.